Event description:
Customer reported image degrades over an extended case. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib battery. System operates as intended.